Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The device was returned to an olympus service center for evaluation. A full inspection of the device was performed; however, service was not able to verify the customer¿s complaint. The device was returned to the customer, as no repairs were needed. The led on the front panel blinks when the cp board detects an abnormality in the equipment and the device resets. Based on the legal manufacturer¿s investigation, since there was no image after the reset, it is likely that there was a communication issue between the cp board and either the dp board or the dx board. The issue appeared to be intermittent and resolved itself. The DHR was reviewed and no issues were identified that could have caused or contributed to the reported issue.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that at the end of the unspecified procedure using the subject device, the indicators on the front panel of the subject device suddenly started to blink. The endoscopic image went off, and the user restarted the subject device, however the subject device became no respond. There was no report of patient injury associated with this event.